Event description:
It was reported that, "femur was prepared for stem, stem would not seat 10mm proud. Took this one out and put in a 4/12 stem."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.